Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During implant, the patient's pulmonary artery was perforated. The physician reports the cause of the perforation to be the patient's high blood pressures in addition to the v18 guidewire. The guidewire and sensor delivery system were removed successfully from the patient. The procedure was abandoned and suction was used to resolve the event. The patient was kept overnight for observation and diuresis. The patient's current status is stable and no further interventions were required.